Event description:
Patient's meter was displaying the "ready to accept a blood sample". The display would not clear and the patient was unable to obtain a blood glucose result. They did not report any symptoms and did not receive any medical treatment from a healthcare professional. Patient re-tested, however, the display was frozen. Patient took insulin without knowing their blood glucose level. To start a new test, patient would need to turn the meter off and then turn it back on. When the meter does not turn off, patient can't obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose value. The customer service representative replaced the meter.